Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 08, 2015 that a flexiva 200 tractip laser fiber was used during a kidney stone lithotripsy performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier medilas console. According to the complainant, during the procedure, a crack was noted in the laser fiber tip that resulted in dual firing/inconsistent energy transmission. There was no injury to the patient and to the device operator. The procedure was competed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.